Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal portion of the lead was received measuring 47 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: p1501dr implantable pulse generator, (B)(6) 2007. (B)(6).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.